Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer blood glucose level was 49 mg/dl. The customer took some glucose tablet. Customer stated that they gets a used test strip error on her meter all of the time, it was unknown that auto mode feature was active at the time of low blood glucose event. Customer declined troubleshooting for low blood glucose. The device will not be returned for analysis.